Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The first photo shows the partial view of a clinician holding the drainage catheter. The provided photo was unclear. The second photo shows the partial view of drainage catheter placed over the product label in which product details was mentioned and verified with tw details. No anomalies were noted. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter tip fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transhepatic cholangiographic drainage (ptcd) procedure performed under CT guidance using the navarre universal drain. Prior to the procedure the physician inspected the drainage catheter package, and it was found that the tip of the drainage tube was cleft and damaged, making the accessory unsuitable for use. The issue was identified during the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transhepatic cholangiographic drainage (ptcd) procedure performed under CT guidance using the navarre universal drain. Prior to the procedure the physician inspected the drainage catheter package, and it was found that the tip of the drainage tube was cleft and damaged, making the accessory unsuitable for use. The issue was identified during the procedure. The procedure was completed using another device. There was no reported patient injury.